Event description:
A malfunction alarm, identified as malf 9, was reported, but there was no adverse impact on the customer's blood glucose level. Customer technical support assisted the customer by providing pump reset information and guiding them through the reset process. After resetting, the malfunction code did not recur, and it was resolved that the customer could continue using the pump. The customer was advised to contact support again if the malfunction code reappeared and acknowledged this guidance.